Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
It was reported that the device had reached elective replacement indicator (eri). During a follow-up, the device was unable to be interrogated and a battery anomaly was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. No device anomaly was confirmed. The reported event of battery anomaly and failure to interrogate could not be confirmed in the lab.